Event description:
The customer reported that the pump had an alarm. It was indicated that the pump testing indicates that most alarms are caused by pressure build up at the site. Troubleshooting was performed. The prime test was performed and passed. During the call, the customer mentioned that pt was hospitlaized for dka. Advised the customer to try a new set and call back if the problem continues.